Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. Medical device manufacturer; manufacturing location: the manufacturing site is unknown as the catalog number is unknown. Bd headquarters in (B)(4). UDI#: the UDI number is unknown as the catalog number is unknown. The medical device expiration date is unknown as the lot number is unknown. PMA / 510(k)#: the 510(k) number is unknown as the catalog number is unknown. The device manufacture date is unknown as the lot number is unknown. Device evaluation: results- a sample is not available for investigation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion- without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that the customer was injecting insulin with an unspecified bd insulin syringe when the needle broke off in her leg. She visited the emergency department twice and had an x-ray and two surgeries since (B)(6) 2016. One surgery was (B)(6) 2016. The doctor was able to remove the needle and no follow up or further treatment was planned. The customer reports being in a lot of pain. Of note, the customer states this was the initial use of the device and is not new to giving injections.